Manufacturer narrative:
Correction to section d6 (the valve was not implanted).  Update section d10 and h3.  The valve was returned in shelf jar, unused, with serial tag, and detached from holder.  A review of imagery provided showed brown particulate on inflow side of valve leaflet.  Visual inspection of the return valve showed the following:  brown particulate found on inflow side of cp1 and cp3. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir).  Ftir results for the brown particulates indicated that they displayed similar absorption characteristics to ¿cellulose¿ virgin bleached chemical pulp fiber. A review of preliminary packaging manufacturing process was performed in order to determine if the ¿cellulose¿ virgin bleached chemical pulp fiber particulate could have originated at edwards irvine facility. Results of the review found that ¿cellulose¿ virgin bleached chemical pulp fiber is not present in any equipment used during the preliminary packaging manufacturing process of the sapien 3 ultra valve; however, cellulose can be found on the manufacturing line. The sources of cellulose have been identified to be a different color than the particulate that was observed. Additionally, as the particulate was observed after being removed from the holder, it is no longer possible to determine if particulates were introduced from outside the original packaging. A review of the manufacturing process flow has shown adequate manufacturing mitigation are in-place to detect and remove fiber or particulate in the jar and on the valve. All sapien 3 valves are 100% visually inspected for any abnormalities.  100% visual inspection under 8x magnification were performed before and after the holder attachment.  After holder visual inspection completed, in process glutaraldehyde is changed out to rinse off any potential loose particulates and/or sutures in the jar or valves.  Prior to final packaging, 100% visual inspection was performed at preliminary packaging.  These manufacturing inspection processes support that it is unlikely that a manufacturing non-conformity caused the reported complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review did not reveal any additional similar complaints related to valve particulate, contamination.  A review of complaint history from july 2019 to june 2020 revealed one additional similar complaint for sapien 3 ultra (all models and sizes) for valve particulate, contamination. The complaint was confirmed, however, no potential root causes were able to be determined. The complaint for valve particulate, contamination was confirmed. Material analysis was performed on the brown particulates are consistent to ¿cellulose¿ virgin bleached chemical pulp fiber like material. However, a review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. While ¿cellulose¿ virgin bleached chemical pulp fiber is not found on the edwards sapien 3 ultra manufacturing line, there are many sources of cellulose present. The sources of cellulose have been identified to be a different color than the particulate that was observed. Additionally, as the particulate was observed after being removed from the holder, it is no longer possible to determine if particulates were introduced from outside the original packaging. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ¿during valve preparation as per IFU, when inspected after it was removed from the cage, a fragment/strand and blemish on one of the leaflets of the valve was noticed.¿ the ¿cellulose¿ virgin bleached chemical pulp fiber like material could potentially be introduce during manufacturing or during device preparation at the complaint site, as it was observed when the valve was no longer in the jar. However, there is insufficient information to determine a root cause at this time. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment and corrective/preventive actions are not required.  However, as precautionary measure, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed in edwards irvine facility.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in united kingdom, during preparation of a 26mm sapien 3 ultra (s3u) valve, a fragment/strand and blemish on one of the leaflets of the valve was noticed upon removal from the jar.  A new 26mm s3u valve was prepared and implanted successfully.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.